Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. Parts of the device were returned to the manufacturer, and the product investigation was conducted. The results are listed below: the entire iol and broken pmma blue tip were not returned. Therefore we cannot verify on the iol condition. Entire injector was only received from the customer. Base on verification on the returned injector, the screw can fully advance and the rod could advance partially. The rod of the injector was bent. Trace of lubricant was found inside the injector. Review of the production records showed no irregularities or abnormities during its manufacturing and/or inspection processes. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Blue tip of the haptic broke off the main part during insertion. The consultant decided the iol was stable enough and well centered. It was left in the capsular bag. Surgeon to follow up as routine.